Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable inr result from coaguchek xs meter serial number (B)(4). At 2:29 p.m. The laboratory result from a venous blood sample was 2.6 inr which the physician believed to be correct. The laboratory method used was dade innovin. At 2:31 p.m. The result from the meter was 3.6 inr. The physician did not trust the result. There was no allegation of an adverse event. The customer did not require medical treatment or a medication change. The therapeutic range was 2 - 3 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, and no new medications. The customer did not observe the qc check at the time of the test. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.6 inr,  donor #2 inr: 2.6 inr.  Donor #1 hct: 42%,  donor #2 hct: 60%.  Testing results:  donor #1: retention meter with masterlot strips: 2.6 inr, donor #1: customer meter with customer strips: 2.6 inr. Donor #2: retention meter with masterlot strips: 2.8 inr, donor #2: customer meter with customer strips: 2.9 inr.  All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications.  Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.